Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries caused by user error. The main batteries and battery harness were replaced to correct this condition. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the user error in this report. Baxter has received similar reports for the reported problem.